Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The blood glucose level was unknown at the time of incident. Customer was assisted for troubleshoot for no delivery alarm. Customer tried different cannula lengths. Customer stated the tubing was not bent or kinked. Customer stated that they tried all the remedies and did not want to troubleshooting. Customer stated that the drive support cap was damaged. Customer stated that the insulin pump had grinding sound during rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.